Event description:
It was reported, the patient¿s overactive bladder symptoms returned and they wanted the device removed. The device was removed as of the date of this report. The patient outcome was not provided. Additional information has been requested, a follow up report will be sent if additional information is received.

Manufacturer narrative:
Product ID: 3889-28 lot# va006qt, implanted: 2012 (B)(6), explanted: 2013 (B)(6), product type lead product ID: 3037 lot# serial# (B)(4), product type programmer, patient. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information received indicated the cause of the event was device erosion. An infection was also noted. Hospitalization was required. The patient outcome was indicated as serious injury/illness and ongoing. Additional information has been requested, a follow up report will be sent if additional information is received.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Upon further review patient code does apply.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.